Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed tricuspid regurgitation (tr) with a grade of 5. Visualization was difficult due to tricuspid anatomy. One mitraclip was deployed; however, a single leaflet device attachment (slda) occurred. The clip detached from the septal leaflet and remained attached to the anterior leaflet. No intervention was performed and the tr remained unchanged at grade 5. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. It should be noted that the mitraclip system instructions for use (IFU) note the device is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. In this case, the device was used for a tricuspid valve procedure. The off-label use did not likely contribute to the single leaflet device attachment (slda). All available information was investigated and the reported slda was due to procedural circumstances (difficulty in visualization) and challenging patient tricuspid anatomy (specifics unknown). Lastly, the reported tricuspid regurgitation was due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.